Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed in to the patient's right subclavian in the emergency department. During insertion, the spring wire guide became unraveled and stretched. As a result, the catheter and wire were removed as one. Another kit was used successfully for the patient. There were no delay in treatment and no patient death or complications reported.